Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, lot number: unknown, h3/h6: the system was serviced in the field. In summary, home was invalidated before the medtronic representative (rep) arrived on-site. The rep re-mapped the home position and tested the pendant buttons. The system passed pendant function and motion testing. The system docked properly and the system was functioning as intended. Codes b01, c13, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when attempting to set up for a case, the system's undock and dock buttons on the pendant did not work. It was noted that all the other buttons were functioning as intended. They attempted to reset it, but the undock and dock buttons still did not work. There was no patient involved.